Event description:
Information was received (via a manufacturer representative) from a patient with an implantable neurostimulator (ins) for spinal pain. On (B)(6) 2016, the patient observed the 574 code (no programmed parameters detected). The patient also lost stimulation when the error occurred. The patient was about two weeks post-operative at the time of the event and the ins was previously programmed (the patient was given one group). Additional information from the manufacturer representative reported that the patient had not charged since implant and that was the reason the patient could not communicate with the ins. The patient charged before her physician consult on (B)(6) 2016, and they were able to program the patient and communicate with the patient programmer for the patient to use it. The patient was content with her stimulation and programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.